Event description:
Related manufacturer reference number: 3006705815-2024-01600. It was reported that the patient lead had migrated, which was confirmed by imaging, as a result the patient was experiencing ineffective therapy. Additional information was received stating that both leads migrated and surgical intervention took place where the leads was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.